Manufacturer narrative:
Date of explant was received.

Event description:
Additional information was received patient¿s ipg was explanted and replaced due to migration and pain. Stimulation was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a clinical study patient experienced discomfort due to ipg migration. As a result, surgical intervention may be taken.